Event description:
A malfunction alarm labeled as malf 3 was reported with an unresettable code linked to ID 3-0x2095. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer whether it exceeded 500 mg/dl (27.7 mmol/l). To address the situation, technical support arranged for a replacement pump, confirmed the shipping address, and provided instructions for putting the old pump into storage mode. The customer was instructed to use multiple daily injections (mdi) as backup therapy and to return the malfunctioning pump with a pre-paid label within 10 days.